Event description:
During the saphenous vein harvesting procedure, the hosp reported that the cone tip became completely detached from the plastic shaft. It was retrieved surgically without any complication to the pt.